Manufacturer narrative:
A replacement handpiece was requested by the site to correct the issue. Handpiece is in the process of being returned for evaluation. An investigation will be updated once returned and evaluated. When additional information becomes available, a follow up assessment will be submitted. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Site reported vectus handpiece was randomly firing on its own. No patient injuries were reported.